Manufacturer narrative:
Corrected data: g3/g4 - PMA/510(k) number.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data. H6: results of product history review.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis and a gore® dryseal flex introducer sheath. It was planned that a 12fr gore® dryseal flex introducer sheath would be inserted from the right side but the right common femoral artery to the right external iliac artery had chronic total occlusion (cto). Therefore, before the insertion of the 12fr sheath, a percutaneous transluminal angioplasty (pta) was performed. Then, the 12fr sheath was inserted from the right side and a 16fr sheath was inserted from the left side. After all devices were implanted successfully and the 12 fr sheath was removed, the angiography identified right external iliac artery rupture. The right external iliac artery was embolized using a coil and a plug. The physician commented that the pta procedure might have contributed to the rupture but it was not clear because the angiography for the right external iliac artery was not performed before insertion the sheath, so the 12fr sheath might have been involved with the rupture as well. The patient tolerated the procedure.